Event description:
Related manufacturer reference number: 2017865-2024-71467. It was reported that during the follow-up in clinic, 14 noise reversion episodes were detected, and longest potential pacing inhibition for 2.5 seconds was seen. The right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Programming changes were made. The patient was in stable condition.